Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported door latch problem which was reproduced in the form of a door not fully latched alarm which was experienced after loading a set and closing the door during evaluation. The door not fully latched alarm was additionally verified through the presence of "door jammed!" Events found in a review of the event history log. A visual inspection determined the symptom to be caused by a loose upper link screw. The link screws were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a door latch problem. There was no known patient injury or medical intervention associated with this event. No additional information is available.